Manufacturer narrative:
The company representative examined the system and could not duplicate the problem reported. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unknown at this time. (B)(4).

Event description:
A customer reported experiencing poor or no vacuum when setting up for a procedure. The system was switched out to perform the procedure. No patient involvement.